Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer these devices are used for treatment not diagnosis. Pending investigation. No other information is available.

Event description:
As reported by the legal brief, on (B)(6) 2016, a patient underwent bilateral total knee replacement surgery. During this procedure, patient was implanted with an optetrak logic polyethylene psc tibial insert in the right knee. It is stated that it is likely the patient will undergo revision surgery on her right knee to remove the "failed" optetrak device, there is no information if the patient was revised. No additional information is available.

Manufacturer narrative:
H6: investigation results - the potential revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned, and images and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Corrected information: b2, b3, d2b, h6 clinical codes, impact code. Additional information: b5, d6b, d10, g, g2, g3, h6 component code. D10: 4258256 02-012-41-2020 - logic tibia traptray cem sz 2f/2t. 4517612 02-010-01-0320 - logic femoral ps cem right sz 2. Three peg patella.

Event description:
It was reported via legal documentation approximately 81 months after a right total knee replacement procedure, the patient underwent right knee revision procedure to address chronic knee pain and patellar component loosening. A revision operative report was provided. Intraoperatively the surgeon observed inflamed synovium and fibrotic tissue once the arthrotomy was made. It was noted there was no sign or concern for infection. The surgeon observed notable osteolysis surrounding the femoral component and was noted to be well fixed. It was elected to leave the original femoral component in place. Additionally, the tibial component was found to be well fixed, and it was elected to leave the original tibial component in place. The patella was noted to be loose and was exchanged. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
The potential revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.